Event description:
It was reported, during reprocessing, the repressor had a broken air/water/instrument channel connector. There was no patient involvement in this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. The customer reported that during the running of the reprocessing cycle, the oer-pro had a broken air/water/instrument channel connector. The fse replaced the broken connector in the basin. It was repaired and verified according to the original equipment manufacturing instructions. The investigation findings do not lead to a clear conclusion about the cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.